Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced rewind anomaly and prime/fill anomaly. The customer's blood glucose value was unknown. The customer stated that when they pushed act on the reservoir setup, nothing happened. The customer was advised that the pump was on suspend status due to reservoir out of insulin. The product was not returned for analysis.